Manufacturer narrative:
The customers reported complaint of air in the line during an unspecified was confirmed in the visual inspection of the returned used administration set. Testing performed on the air detection system found no anomalies. Review of the pcu event log identified 9 air in line alarms that occurred from 21 august 2018 to 19 september 2018. The last one being on 19 september 2018 at 12:01:07 pm. The air in line threshold test protocol (doc # (B)(4)) was performed on the returned pump module. There were no anomalies with the air detection system. During the inspection of the returned used administration sets, air boluses measuring approximately 0.25 and 0.5 inches were observed above and below the pumping segment. With the device set to the 250l single air bolus alarm limit, the worst bubble size that could pass through the ail sensor without triggering an alarm could be as large as 1.67 inches in length. The returned used administration sets were functionally tested, there were no anomalies observed during the testing. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported a vague complaint of air in the line during an unspecified infusion without additional information. There was no report of patient harm.